Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s care worker that on (B)(6) 2026, the patient¿s blood glucose levels increased above 20 mmol/l (360 mg/dl) and did not decrease despite administering a correction bolus. According to the report, the pod was subsequently removed, and a nurse from the care facility where the patient currently resides administered insulin via a manual pen injection. No further medical intervention was reported. The pod involved was discarded and is unavailable for investigation.